Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injection with juvéderm ultra plus¿. A grey pea sized area appeared after the client left the clinic, post treatment photos taken by injector appeared asymptomatic with pink upper and lower lips. Patient experienced a vascular occlusion. Hylase provided to dissolve product administered to the bottom lip. Vascularity returned after hylase injection with small purple bruising at the original site of occlusion.